Manufacturer narrative:
Unit was received with battery cap and found evidence of moisture damage on battery cap. Unable to perform the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test due to pump error 38 occurring during testing. Unit failed to pass the self test due to missing vibration harness assembly. Then unit began to alarm critical pump error (open image). P-cap was attached and locked into place properly. Unit was successfully downloaded using thump for history files and traces. Pump error 43 occurred on 06/22/2023 06:57--07:20 on event date in history file. Pump error 38 occurred on 06/22/2023 12:33 on event date in history files and traces. Pump error 130 occurred on 06/22/2023 06:56--12:33 in history files and traces. Low battery alert (06/22/2023 00:32) in history files and traces. Pump error 35 occurred on (B)(6) 2023 07:43 in history files and traces. Pump was cut open to perform visual inspection and found evidence of moisture on electronic stack, motor pins, vibration harness assembly and force sensor. Unable to perform motor test due to moisture damage on the motor pins. The following were noted during visual inspection: corroded battery tube, scratched case, cracked case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube), stained serial label, corroded battery cap contact, gearbox jammed. Pump error 43 is confirmed due to being found in history files and traces and due to motor anomaly. Pump error 38 are confirmed due to gearbox jammed. Vibration anomaly is confirmed due to moisture damage on the vibration harness assembly. Critical pump error (open book image) alarm confirmed due to pump error 35. Pump error 35 is confirmed due to being found in history file and traces and due to moisture damage to the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received an error in the motor detected by reading an unexpected value from hall sensor (pump error 43). Troubleshooting was performed and found that the customer was able to clear the alarm and the pump did not rewind successfully. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.